Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial#: unknown, product type: screening device, product ID: 309201, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
2021: information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient thinks they may have pulled lead a little bit as the wires were sticking out a little further than it was before. They said they could still feel stimulation. Support link advised to bring this to the attention of doctor